Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alert for hvli out of range. Variable readings in rv threshold and r-wave sensing were observed. Svc coil programmed off and all measurements were satisfactory. The device remains implanted.